Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was visually examined; this showed a missing component on the pole clamp assembly. The physical characteristics were determined consistent with the device having sustained damage during use.

Event description:
It was reported the device had a broken pole clamp. The issue was found during pre-use testing with no patient involvement.